Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled "time- dependent clinical results of rotating-platform total knee arthroplasty according to mechanical axis deviation." In this study, the authors retrospectively compared the time course of clinical and radiological results between knees with =3degree deviation from the neutral mechanical axis and those with >3degrees deviation after tkas using the rotating-platform lcs posterior stabilized system. The authors hypothesized that the lcs system would yield more favorable clinical and radiological results in knees with =3degrees deviation from the neutral mechanical axis in the time course analysis. This is a retrospective study that studies 215 patients undergoing tka surgeries performed by a single surgeon using rp-ps lcs system knee prosthetics. Depuy products involved: lcs rp-ps total knee system. The authors found that the overall survival rate of these posthetics, with endpoint defined as revision surgery, was 97.1%. Postoperative chronic infections were found in four knees over 6 months after tka. One complication was a postoperative periprosthetic fracture with extension to prosthesis. One complication was a tibial bearing dislocation (spin-out) with polyethylene wear. None of the patients underwent patella resurfacing. Cement was used in all patients although the manufacturer was not identified. It was reported that, upon time of evaluation, 8 patients (14 knees) died of reasons not related to surgery and 18 patients (18 knees) were diagnosed with rheumatoid arthritis. Radiolucent lines were additionally noted although none were clinically significant and all were less than 2mm.